Event description:
The patient experienced pain and wound opening at the device pocket. The battery pocket ¿busted open¿. The patient plans to see her physician as soon as possible. She may need a pocket revision. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that the patient sought treatment elsewhere. The patient was seen for follow up last week and was no longer having complications.